Event description:
It was reported the stylus needs calibration. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified the initial report, the stylus pen was not tracking with the overlay screen. No electrical anomalies were found.